Event description:
Medtronic nim contact emg endotracheal tube lot # 72111700. During et intubation of the pt undergoing an anterior cervical decompression and fusion with a medtronic nim contact emg endotracheal tube, a monitoring wire was noted to be protruding from the distal end of the tube with a sharp point. Tube was removed and another tube with different lot number was passed.